Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer states that the seat and back upholstery has cracked and the armrest are cracking.